Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third-party service center. During visual inspection of the device, there is a damage in upper enclosure, no visible foam particles was found. The device was routed to scrap. In addition, connector oxide exists as other type of contamination. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device received by third party.